Manufacturer narrative:
Concomitant medical products: product ID: 3886, lot# j0217133v, implanted: (B)(6) 2002, product type: lead. Other relevant device(s) are: product ID: 3886, serial/lot #: (B)(4), ubd: 11-jun-2006, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. An attending physician noted about a patient whose diagnosis/indications had been numerous voiding complaints (urinary frequency, urinary urgency ,) severe interstitial cystitis and pelvic pain syndrome, that in the past the patient had undergone interstim with lead placement and that it had not helped them. On (B)(6) 2004, the lead had been deactivated and a new lead was placed. There were no further complications reported/anticipated.